Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the care giver (cg) reported that the home patient (hp) disconnected without using proper aseptic technique. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Furthermore, the guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for an unrelated alarm, a technical service representative (tsr) discovered that a home patient (hp) disconnected from the device without using proper aseptic technique. A care giver (cg) proceeded to reconnect the hp back to the device using proper aseptic technique. The tsr assisted the cg with ending therapy and also advised the cg to inform a registered nurse (rn) about the breach in aseptic technique. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.